Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. A potential cause is operators¿ technique. The instruction manual gives several warnings that to avoid patient injury and clip non-detachment. ¿keep the insertion portion of the instrument that extends from the biopsy valve and the insertion portion of the endoscope as straight as possible. Do not perform clipping with the insertion section being coiled. Otherwise, the force exerted on the control section may not convey to the clip adequately during clipping. This could result in reduced performance, making it impossible to close the clip or detach it from the coil sheath after clipping. When forcing the clip against the tissue, do not try to rotate the clip. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage. Do not try to forcibly remove the clip if it becomes caught on the distal end of the coil sheath. Forcible removal of the clip could cause patient injury such as perforation, bleeding, or mucous membrane damage.¿

Event description:
Olympus was informed that during a colonoscopy, the clip was pulled out of the scope and the patient¿s mucosa was torn. It was reported that after positioning clip, the nurse attempted to release it by pulling the movable nod. A ¿click¿ sound was heard but the clip did not separate from the metal sheath. The nurse continued to move the nod back and forth with no success. A second clip was used to treat the patients bleeding and the intended procedure was completed.

Manufacturer narrative:
The cause of the clip releasing failure could not be conclusively determined since the subject device was not returned. The OEM has reviewed the contents of this complaint and determined that one of the possible causes below may have resulted in the device failure. Possible cause #1: break of limiter: the clip cannot be released if the limiter breaks. A likely mechanism of the limiter break is shown below. 1) the insertion portion of the endoscope was winding or excessively angulated when the customer attempted a clipping. This attempt increased the sliding resistance of the operation wire of the clipping device to the tube sheath containing it. 2) the condition #1) prevented smooth retraction of the clip arms and caused the limiter in the control section of the clipping device to break off before the clip pipe locked the clip arms. 3) as the limiter broke off, the clip arms could not be fully retracted until they were locked by the clip pipe. 4) the incomplete retraction of the clip arms caused a clip releasing failure. The clip could not detach from the hook. Possible cause #2: force exerted on the connection of hook and clip: 1)the hook and the clip were tugging each other because the endoscope or the clipping device was being pulled backwards while the clip was grasping tissue. The tugging exerted a force on the connection of the hook and the clip. The clip therefore could not be released from the hook. In addition, the OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported aware dated from june 18, 2017 to june 29, 2018.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results, update the device lot number and provide the device manufacture date. The device handle was returned to olympus for evaluation. A visual and microscopic inspection was performed on the returned device and found the clip deployed and discarded by the user. A sharp bend was noted on the insertion portion located 60 cm from the distal end. There were minor brown stains and scratches on the distal end. Additionally, restriction could be felt when the slider was pushed or manipulated and the j-hook connected to the clip appeared to be missing. Further investigation noted that both the handle and yellow tube were working properly and were intact. The cause of the reported complaint could not conclusively be determined, since the device was returned used. However, based on similar reported events, the cause of the reported complaint is that the clip could have been re-opened and repositioned more than the limitation of reopening times. The insertion portion of the endoscope was winding or excessively angulated when the customer attempted a clipping.